Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer indicating that the patient suffered a personal injury from use of a malfunctioning/defectively manufactured synchromed ii infusion system. It was reported that the patient suffered, using an FDA (food and drug administration) grading of injuries, the following category of damages: life-threatening injury (intensive care treatment, extended hospitalization, exaggerated rebound spasticity, and/or altered mental state) or serious injury (return of underlying symptoms, medical intervention, surgical revision, or observation). However, it was not specified which of the aforementioned damages pertained to this particular patient. The patient identification, product information, event date, alleged issue, potential causes of the event, symptoms, troubleshooting /diagnostics performed, actions/interventions taken, patient outcome, and were not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated catheter failure and delivery failure had occurred. It was reported in 2015, the catheter was kinked (exact date not specified). The patient experienced withdrawal, overdose, and had been hospitalized. It was indicated surgery was performed (no event date was specified). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.